Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial artery. A 12.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was advanced. However, during inflation, the balloon burst 12 atmospheres before reaching the rated burst pressure at 20 atmospheres. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: athletis 12.0mm x 40mm x 75cm, was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon pinhole was identified located approximately 2mm proximal of the distal markerband. As per athletis specification the rated burst pressure for this device is 20 atmospheres. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial artery. A 12.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was advanced. However, during inflation, the balloon burst 12 atmospheres before reaching the rated burst pressure at 20 atmospheres. The procedure was completed with another of the same device. There were no patient complications reported.